Manufacturer narrative:
Received one new. List #011-mc100, microclave¿ clear connector; lot #13591567. The new 011-mc100 microclave clear connector was functionally leak tested and found to meet product performance expectations without occlusion or leakage. No mating devices were returned to evaluate with the new 011-mc100 microclave clear connector. The complaint was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. E1 initial reporter phone number: (B)(6).

Event description:
The event involved a microclave® clear connector where it was reported there were multiple issues over last 2-3 weeks with pressure alarm on infusion pumps, although intravenous (IV) cannulas were patent and pumps in working order. Usually when the bung was changed the issue was resolved, however there was an instance where bung was changed with no improvement. The customer stated they connected set directly to intravenous catheter (ivc) without bung and then the infusion ran perfectly. The customer stated they are using braun infusomat pumps. The customer states they suspect it may be happening more (but not always) with more viscous infusions, however this was never an issue before. The event occurred during infusion - immediately on commencing or within first minute. The medication involved was albumin. There were no cuts, holes, tears or defects noted, however bungs affected noted to be ¿squeaking¿ on screwing to connect to giving sets. There was an impact on patients recently and unnecessary re-cannulation until bung issue noted. There was patient involvement, however no report of patient harm. This captures 1 of 4 occurrences.